Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined that the gas delivery system (gds) system was faulty and that the part will be replaced. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, gds assembly, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting high o2 source pressure errors and oxygen not available messages. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined that the gas delivery system (gds) system is faulty and that the part will be replaced. The investigation is ongoing.